Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product packaging identified a hair-like substance on the inner foam inside the inner sterile package. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Foreign report source: (B)(6).

Event description:
It was reported that during a procedure, when the sterile packaging was opened, there was a foreign hair-like substance found inside the sterile tray. Attempts have been made and no further information has been provided.